Manufacturer narrative:
Product analysis for the mainframe: scratched touchscreen which affected touch input. Replaced touchscreen, loose volume knob to uchscreen board with cracked bezel stand off then upgraded software to current specification. The item was repaired, tested and passed all manufacturing specifications. Product analysis for the interface: no fault found with the unit. The item was tested and passed all manufacturing specifications. Other relevant device(s) are: product ID: 8253200, serial/lot #: (B)(4), UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported that the devices had a problem but were not sure about the specifics. There was no known patient impact.